Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was over 400 mg/dl. The customer stated their high blood glucose was caused by the flu and steroid medications. Customer also reported their battery cap was cracking. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.